Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing tape pulls the skin off. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).